Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported when they tried to put in the catheter the wire suddenly broke and there were three ends instead of one. It was stated this happened with two catheters. This report addresses the second device.